Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's user interface pcba to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing.